Event description:
It was reported that during a orthopedic procedure a patient has gotten an infection from staple submissions.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of event? Please describe the staple formation. Was the stapling done by one or two individuals? What is the experience of the user in using ethicon skin staplers? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Can details regarding additional wound management protocols be provided? What is the current patient status? Can the surgeon provide the detail nature of infection? Was a culture done? Were any organisms identified? If yes, were the organisms the same across all the 8 infections? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned unused with no apparent damage, fully functional. When tested for functionality the device fired and formed the remaining 42 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. Additional information was requested, and the following was obtained: what is the timeline of event? 9/6/2023-10/31/2023. Please describe the staple formation. Skin edges everted at surgical incision. Was the stapling done by one or two individuals? 2 person closure. What is the experience of the user in using ethicon skin staplers? 23+ years. Were the skin edges approximated with forceps ahead of the stapler? Yes. Was the device fired plastic to plastic? Unable to answer. Can details regarding additional wound management protocols be provided? Yes, occucoat and pico applied for 6 days. What is the current patient status? One individual required surgical washout. Can the surgeon provide the detail nature of infection? Pustules at skin clip skin interface. Was a culture done? Yes only one culture was done. Were any organisms identified? Staph. If yes, were the organisms the same across all the 8 infections? Only 1 culture was done.